Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received on 03/06/2014. (B)(4).

Event description:
A clinic director reported that after an intraocular lens (iol) implant procedure, the pt had visual aberrations. The iol was exchanged approximately six months after initial implantation. In a follow up , the surgeon reported that the pt has " too much glare, especially at night." The reported events resolved after the iol was exchanged.